Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was not possible due to no physical sample was received. The user report and the provided image and video contain information regarding catheter mechanical jam / material deformation. After review of the provided image & video the reported malfunction cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal thrombectomy and angioplasty procedure using the rotarex catheter via right femoral artery of the lower extremity puncture. During the procedure, it was noticed an abnormal noise was heard from the catheter tip, and no fluid drained into the collection bag. The catheter tip found damaged upon withdrawal. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal thrombectomy and angioplasty procedure using the rotarex catheter via right femoral artery of the lower extremity puncture. During the procedure, it was noticed an abnormal noise was heard from the catheter tip, and no fluid drained into the collection bag. The catheter tip found damaged upon withdrawal. The procedure was completed using another device. There was no reported patient injury.